Event description:
Received eargo neo hifi hearing aids through my insurance plan in (B)(6) 2021. Already, a charger and one hearing aid have proven to be defective. I am dubious whether the devices will last 3 years, which is the duration of my hearing aid allowance on my health insurance plan. I was told by the sales rep that I could personalize the programming on the devices per my audiogram, but this was misleading, as you cannot customize in this way and, as a result, many sounds are too loud and others not loud enough. I choose not to wear them most days because of their poor quality I work in healthcare, so I feel that this is unacceptable. FDA safety report ID # (B)(4).